Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The ventilator was tested by the hospital biomed. It passed the puc (pre-use check) without deviations. No parts were exchanged. The ventilator was not examined by our field service engineer but the device logs were downloaded. Evaluation of the device logs shows that the last puc prior to the event was successful. The puc performed immediately after the event was also successful. The technical log had no entry on the date of the event. The event logs confirm frequent alarms for high continuous pressure and also some alarms for high airway pressure at the end of the ventilation period. These alarms indicate an increased expiratory resistance in the breathing circuit that will lead to the patient not breathing out fully before initiation of the next inspiration phase. This may lead to an increased peep (positive end expiratory pressure) and also to a continuously high airway pressure if the problem, the increased expiratory resistance, remains. The high continuous pressure alarm is generated if the airway pressure constant is more than 15 cmh2o above the set peep during 2 breaths or 5 seconds, whichever is greater. Information about breathing system and filter has been requested but not received. The generated alarms show that the ventilator functioned normally and that it generated appropriate alarms under the prevailing circumstances. Our conclusion is that there was no ventilator malfunction at the time of the event. The cause to the increased expiratory resistance has not been determined.

Event description:
It was reported that while the ventilator was connected to a patient, an alarm for high continous pressure was generated. The ventilator was replaced. There was no patient harm. (B)(4).